Event description:
Same case as MDR # 6000093-2006-01636. It was reported that during a coronary drug eluting treatment procedure there was a thrombosis. The patient underwent cardiac catheterization due to mild congestive heart failure and ongoing anginal symptoms. A 7fr sheath was inserted into the right femoral artery. A 7fr xb 3.0 guiding catheter and a bmw guidewire were used. The left anterior descending (lad) and the 1st diagonal (dx) were wired.the target lesion was located in the mid lad for restenosis of a previously implanted bare metal stent (unk what type). Multiple inflations of a 2.5x15mm maverick balloon were performed just distal to the bare metal stent and throughout the bare metal stent. This was followed with deployment of two taxus express2 drug eluting stents, sizes 3.0x32mm and 3.5x16mm, overlapping in the mid lad and deployed at 12 atm for 12 seconds and 12 atm for 30 seconds respectively. Following implantation of the second stent, there was acute thrombosis noted within the proximal lad and first dx. All devices were extracted from the patient with moderate thrombus noted on the wires within the guiding catheter. Immediately following removal of the hardware, the patient developed acute cardiac arrest and required cardiopulmonary resuscitation and acls with restoration of flow once an additional 7fr 3.0 xb guide catheter was inserted and both the diagonal and lad were wired. After restoration of flow, the patient's hemodynamics improved. Secondary to marked thrombus noted within the vessels, the patient received intracoronary reopro with moderate improvement and subsequent marked improvement following use of a rio extraction catheter. There was moderate thrombus noted in the extraction catheter basket. Kissing balloon inflations were done using 2.5x15mm maverick balloons in the lad and dx. Final images demonstrated timi iii flow through the lad and dx. The patient was transferred to the coronary care unit in stable condition. Other medications used during this procedure were heparin, epinephrine, dopamine, versed, fentanyl, and morphine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.